Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent mislocation was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the iliac artery, the herculink elite stent delivery system (sds) was advanced through a 5 fr long non-abbott introducer sheath. It was noted that as the sds exited the introducer, the stent markers were not located at the balloon. The sds was removed from the anatomy without incident. The stent implant was removed, still located on the sds but dislodged from the balloon. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.